Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the staples did not deploy. The stapler failed and did not cross the vein wall. Another stapler was used to complete the procedure. There was no patient injury.